Event description:
New information noted that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the atrial lead exhibited noise oversensing. The atrial lead was capped and replaced on (B)(6) 2023. The patient was in stable condition throughout the procedure.